Event description:
Reporter indicated that his vns therapy programming handheld was not operating properly. He stated, that "when he turned it on the cyberonics software was not coming up. He stated, he had tried taking out the flashcard and putting it back in, but that had not helped." Troubleshooting, including a hard reset of the handheld, did not resolve the issue. The handheld and software was returned to manufacturer for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.